Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were trying to turn their therapy off for a flight today (B)(6) 2025 but they kept getting a device not responding message. The patient stated they'd tried multiple times and that the unit was fully charged. The patient confirmed the communicator was unplugged and it was confirmed they were in the correct application. Patient services walked the patient through pairing the external devices and the patient hit "find device" but they still got 'device not responding.' The patient was not getting "communicating with device" either it was just going directly to 'device not responding.' The patient confirmed they could feel the ins and they were right over the ins site. The patient said they typically kept their therapy level at 1.2 ma and had never been higher. Patient services asked patient to move away from any electromagnetic interference however the issue did not resolve patient services had the patient entirely leave the room they were in and go into another room and the patient was immediately able to connect to see their settings. The troubleshooting steps that were taken on the call resolved the issue. Patient services also reviewed airport security system guidelines with the patient at the patient's request. The patient's reason for call was met and the call ended. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.